Event description:
Surgeon used the arch kob-efficient 4.0 cm (uterine manipulator) cooper surgical. This is a disposable medical device used during a lap supracervical hysterectomy, bilateral salpingectomy. The blue cop broke off from medical device without the surgeon or hospital staff awareness. The blue cup was found 5 months later; retained in pt. The blue cup should have not broken off. Two suprapubic 5-mm ports and an incision in the umbilicus through the peritoneum. Through this incision a gelpoint retractor was placed.